Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that following a lead revision that involved opening up the device pocket, poor coupling was noted. The reason for revision was not reported. Additional information has been requested; a f/u report will be submitted if additional information becomes available.